Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. The vector had been programmed to secondary at the time. The device was subsequently explanted and the electrode was surgically abandoned. Records indicate the system was not replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.